Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
I was reported that there were 3 events as of (B)(6) 2018, and (B)(6) 2018 and that this case is for the (B)(6) 2018 incident with the low blood glucose of 22 mg/dl and over-bolusing for marshmallows.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they hade emergency medical services intervene due to low blood glucose levels on (B)(6) 2018. (B)(6) 2018 event it was stated that the customer did not feel well and started seizing, emergency medical services were dispatched and customer was treated with an intravenous insulin drip however they were not taken to the hospital. For the other 2 events, it was just stated that emergency medical services were dispatched, so the customer could get to the hospital. For the (B)(6) 2018 event the customer reported a blood glucose level of 22 mg/dl. The customer also stated that emergency medical services were sent to them seven times in one year however no information was stated if it was due to diabetes issues. No further details were provided. Troubleshooting was provided and it was stated that the (B)(6) 2018 low blood glucose event was caused by an over bolus of insulin after eating marshmallows. The insulin pump will not be returned for analysis. It was not stated if the auto mode feature was in use. Frn-unk-rsvr. Unomed set.